Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that surgeon noticed optic had a scratch once lens was inserted. The lens was removed during same procedure. Additional information has been requested and yet no new information received.